Manufacturer narrative:
The unit was received with cracked end cap. Unable to verify compromised force system sensor alarm due to cracked end cap. However, unit received with slightly loose drive support disk, missing end cap sticker, missing display window, cracked case at display window corners and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.